Manufacturer narrative:
Corrected data: adverse event report type was changed from "adverse event" to "enter your selection here". Outcomes attributed to adv event was changed from "required intervention to prevent permanent impairment/damage (devices)" to "n/a". Event description was changed by taking the following statement out " a revascularization of the target lesion occurred on (B)(6) 2017 and the hcp deemed it was successful." The rest of the event description remained unchanged. Relevant tests and lab data was changed from: duplex ultrasound images, on (B)(6) 2016, resulting in occlusion. Target limb reintervention, on (B)(6) 2016, which did not include the target lesion. Reintervention on (B)(6) 2017 involving the target lesion. To: duplex ultrasound images, on (B)(6) 2016, resulting in occlusion. Target limb reintervention, on (B)(6) 2016, which did not include the target lesions and a second target limb reintervention on (B)(6) 2017, which previously reported involving the target lesions, has now been changed to not involving the target lesions. Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right proximal and distal superficial femoral artery (sfa). Approximately 13 months after the index procedure, the patient¿s right proximal and distal sfa vessel was reportedly reoccluded. At the time, no intervention was performed. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report number are 3006513822-2017-00203 and 3006513822-2017-00204.

Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right proximal and distal superficial femoral artery (sfa). Approximately 13 months after the index procedure, the patient¿s right proximal and distal sfa vessel was reportedly reoccluded. At the time, no intervention was performed. A revascularization of the target lesion occurred on (B)(6) 2017 and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report number are 3006513822-2017-00203 and 3006513822-2017-00204.